Event description:
The customer reported they were unable to complete the clean needle procedure (aspirate bleach) on their lh500 instrument which gave "diluent comparison out of range" error message. A field service engineer (fse) went on-site and found the instrument would not aspirate in secondary mode. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found pinch valve pv43 broke generating "diluent comparison" errors. He replaced the valve to resolve the issue. (B)(4).